Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using ilet with inset infusion sets, including multiple occlusion alerts and four infusion set changes over two days, with the highest glucose recorded at 395 mg/dl and use of subcutaneous insulin pen injections as back-up therapy. Symptoms included lightheadedness and thirst. Outcomes included shipment of replacement infusion sets and improved glucose trending. Investigation included product replacement and troubleshooting focused on infusion set function, insertion technique, site selection, insulin integrity, tubing priming, and occlusion alerts. Investigation of this case revealed suspected infusion set performance issues consistent with occlusion-related delivery interruption, though no bent cannulas, kinks, or leaks were observed, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.